Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the advanced staples and staple pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Ta6035s was returned without any accompanying information.